Event description:
During insertion of intra aortic balloon pump balloon, the balloon unraveled and got stuck in the insertion sheath. The entire sheath and balloon was removed over a wire, preserving the arterial access. A new sheath and iabp were inserted without incident.health professional's impression: the vendor reports that some of the sheaths were on the small diameter side of their manufacturing tolerances. They report they have had difficulty indentifying which lot numbers were affected. The vendor was notified of the lot # as well as the balloon and sheath.